Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range right ventricular (rv) shock impedance of greater than 125 ohms. The health care professional (hcp) noted the rv shock impedance has been running high between 105 to 124 ohms. The last delivered shock was a few years ago, and at that time, the shock impedance was around 80 ohms. The shock impedance has gradually been trending upwards over the last year. The rv pacing impedance was stable. There was no noise on presenting electrogram (egm). Technical services discussed possible causes for the clinical observation, and provided troubleshooting options and programming options. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) system displayed another high out of range shock impedance of greater than 125 ohms. Technical services recommended further lead evaluation. The root cause for the high shock impedances still remains unknown. Further information was provided that this ICD system will likely be explanted and replaced with a subcutaneous implantable cardioverter defibrillator system at a future date. The specific replacement date remains unknown. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) system displayed high out of range shock impedances of greater than 200 ohms. It was noted the shock impedance has gradually been trending upwards over the years. The decision was made to explant this right ventricular (rv) lead and associated ICD. Upon explant, the distal coil of the rv lead was found to be encapsulated in a calcium sheath. It was suspected this led to the increase in shock impedances. The patient received a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. This rv lead is expected to be returned.